Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 98 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 08/13/2017 and open vial date is more than 6 months; test strips expired since open for more than 120 days. The meter memory reviewed for fasting test results (date / time not set): (B)(4). Adverse event not reported.